Event description:
Information received indicates the head of the bed is slowly drifting into trendelenburg.

Manufacturer narrative:
The technician isolated the issue to the hydraulic manifold. He replaced the manifold to repair the bed.